Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained, that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The attachment device was evaluated and the reported condition, that the device was overheating and sounded gravely was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed, that the device had worn bearings, the extension sleeve was damaged, the nose tube was damaged, the color ring was chipped off, the triangle was missing, the locking mechanism was stiff/stuck, vibration, and component damage. It was further determined, that the device failed pretest for labeling assessment, lock operation, and vibration. The assignable root cause of these conditions was determined, to be traced to component failure, due to normal wear.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that the short attachment device was overheating and sounded gravely. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.